Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was ¿running very sluggish¿. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the first couple weeks of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed rotations per minute (rpms) specification. Therefore, the reported condition was confirmed. It was determined that the device had a worn coupling head and sticky triggers. The assignable root cause was determined to be due to an internal motor or electronic control unit failure due to usage wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.